Event description:
I used renu with moistureloc contact lens saline solution from 2001 to 08/14/06. Contracted a terrible eye infection in 2005 and was treated for fungal infection called keratitis. I periodically experience pain, redness and discomfort in the right eye and have to make continual visits to the eye dr for exams. Also my vision continued to change.